Event description:
The pt stopped responding to sound. Using the appropriate diagnostic equipment, it was detemined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is scheduled for 2001. The healthcare prefessional has been informed that the explanted device should be returned to cochlear corporation.